Event description:
This customer reported "redness" on a pt after use of the (B)(4) defibrillator pads for pacing. There was no blistering and no treatment was required.

Manufacturer narrative:
(B)(4). This customer reported "redness" on a pt after use of the (B)(4) defibrillator pads for pacing. There was no blistering and no treatment was required. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.